Manufacturer narrative:
(B)(4). Batch #: u9555k. Additional information was requested and the following was obtained: did the extended surgery time due to the issue with the device changed the plan of care for the patient? No. Did the patient experience any adverse consequences due to this issue? No. What is the current condition of the patient? Unknown. Was there any other action taken for the prolonged time of the surgery? No. Did the procedure have to be converted to open? No. Did the patient need any different type of post op care due to the extended time of the procedure? No. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the min hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components. Corrosion was found at the min hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the har36 hand activation did not work during the case. The procedure was delayed 30 and the device was replaced. The procedure was completed successfully.